Manufacturer narrative:
The siemens headquarters support center (hsc) was contacted by the customer. The hsc evaluated the instrument data and determined that the discordant results were limited to one flex wellset. The hsc also determined that the low recovery was isolated to that singular wellset of reagent 1,7 in the singular flex. The cause of the discordant lipase results is unknown. The customer utilized a new wellset, which produced accurate results. The instrument is performing within specifications. Further evaluation of the device is not required.

Event description:
Discordant, falsely low lipase results were obtained on three patient samples on a dimension vista 1500 instrument. The discordant results were reported to the physician(s). The samples were repeated on the same instrument, which resulted higher. The repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant lipase results.